Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and functionally flow tested for 134.4 hours. The device functioned within the product specifications. No issues were found through the visual inspection. The complaint evaluation could not confirm the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor underinfused during infusion with cytostatics. The reporter stated that the pump barely flowed. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured during july 27, 2011 - july 28, 2011. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.